Manufacturer narrative:
B1: added product problem, this was omitted from the initial in error. D4: corrected catalog number and serial number. H6: omitted code a140508 per a review of the complaint file.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Added e4 reporter also sent report to FDA was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the pump stop could not be determined as no product or logs were returned for evaluation.

Event description:
A 58-year-old patient with cardiomyopathy and a past medical history significant for coronary artery disease, diabetes mellitus, and renal insufficiency requiring dialysis presented in cardiogenic shock consistent with scai shock stage d. An impella 5.5 with smartassist was surgically implanted via the right axillary/subclavian arterial access on 4/20/2026 at approximately 5:15 pm.. Upon initiation of support, the pump stopped within one minute of activation, with immediate cessation of flows. It was reported that clots were ingested into the cannula, and biomaterial was observed in the outflow following explant. The patient¿s act at the time was reported as 301 seconds, and acts were not between 160 and 180 seconds around the time of the pump stop. Contributing clinical factors included known left ventricular thrombus and aortic valve thrombosis. No impella defective alarm occurred, replacement of the automated impella controller did not resolve the issue, and the pump was not able to be restarted. The device was removed at approximately 5:18 pm due to the event. The patient survived the procedure and explant. Based on the available information, the event was characterized by pump stop and low or blocked pump flow in the setting of significant pre-existing thrombotic burden, including left ventricular and aortic valve thrombosis. The pump stoppage is most consistent with patient-related thromboembolic factors rather than a device-related malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.